Event description:
Additional information received from the patient reported confirmed they had a loss of therapeutic effect but they changed the program which resolved the issue. There were no further complications reported or anticipated.

Event description:
The patient reported that they experienced a loss or change of therapy. It was indicated that the patient had leakage the week prior to the report, noticed a knot under the skin by the incision about a week prior to the report, and had throbbing pain on the left side of the vagina four to five days prior to the report. The patient indicated that they tried decreasing the stimulation, but they still had pain. It was noted that an EKG and a pet scan done on (B)(6) 2016 might be related to the issues. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.